Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: did the hole in the packaging compromise the sterility of the device? The hole was found to be obvious with a puncture on the package, causing concern about the sterility. Device analysis: the analysis results found that cb5st device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot n4l45v number, and no non-conformances were identified.

Event description:
It was reported that the unopened package of the trocar was damaged with a small hole before using on the patient. There were no patient consequences.